Manufacturer narrative:
(B)(6). A follow-up report will be submitted upon completion of the investigation.

Event description:
It was reported that the ventilator generated an error relevant to a battery issue. It was reported that the ventilator was in clinical use at the time of the event occurred. There was no patient harm reported.

Manufacturer narrative:
Date of report: 13sep2018. (B)(4) international UDI. Date received by manufacturer: 27mar2018. The field service engineer (fse) replaced the battery to address the issue. The ventilator passed all tests and operated within the manufacturing specifications. No parts returned to failure investigation; therefore, the root cause of the reported issue could not be determined. No parts returned for evaluation.